Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered the right side fan stopped functioning and replaced the fan. The fse tensioned the incubator belt and performed the necessary alignments as the belt was loose. The fse discovered the wash pump rotor was faulty and replaced the rotor. The fse primed the system and performed the incubator belt exerciser; no issues were noted. The fse performed a routine system check and a high sensitivity system check; both passed within system specifications. The fse performed assay quality control (qc); all qc results were within the customer's established ranges. The unit conformed to the manufacturer's specifications. The customer has standard protocol to retest all troponin I results. Pump rotor. This medwatch report is related to MDR 2122870-2012-00128.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for multiple patients, involving unicel dxc 600i synchron access clinical system. This is report number one of two. Subsequent testing produced lower results within the risk stratification and within the normal reference interval on an alternate unicel dxc 600i synchron access clinical system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.